Event description:
It was reported that the patient presented in the hospital after receiving an alert. Episodes of rv oversensing were detected. The device exhibited low r-wave amplitudes, a high capture threshold, noise, and high, out of range, pacing lead impedance on the right ventricular channel. The patient reported that an object had fallen on his device, and an x-ray showed that the device had rotated in the pocket. The pocket was opened and the lead tested normally through the psa and when reconnected to the device. The device was re-implanted and the patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).